Manufacturer narrative:
A4: unk.a5: unk.a6: unk.(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -06.50/+1.5/110 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2024. The lens was explanted on (B)(6) 2024. The lens was replaced with a longer length lens and the problem was resolved. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was explanted due to low vaulting. (B)(4).